Event description:
It was reported that while placing a bravo ph monitor, the capsule did not deploy from the delivery system. The capsule remained on the device until after removal from the pt; then, it fell off onto the table. It was not believed to have been attached to the pt. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.